Event description:
Patient was revised to address femoral loosening, poly wear of the insert and patella, and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.